Event description:
It was reported that the patient's blood glucose (bg) level reached 27 mmol/l (486 mg/dl) while wearing the pod between 37 and 48 hours. The pod was originally reported for high bg levels. Investigation of the pod found a tear in the cannula.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.